Event description:
It was reported that the right ventricular lead showed many short intervals indicating oversensing and the electrocardiogram showed the patient had a slight increase in the frequency of premature ventricular contractions. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.